Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not illuminated. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2011 due to a low battery. The pad-pak was then removed and re-inserted on (B)(6) 2011. On this date it again failed a self-test for a low battery. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem was attributed to a fault in the membrane. The status indicator was not flashing due to the significant early depletion of the pad-pak. The investigation observed the constant illumination of the green status indicator which would, over time, drain the pad-pak. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.